Event description:
It was reported that t-wave oversensing (twos) occurred. Twos has occurred intermittently since implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013; 429688, implantable pacing lead, (B)(6) 2013; 1388tc competitor implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
Additional information received regarding this event.the physician attempted multiple times to change the lead programming. The patient received therapy for the twos, and was in the hospital. It was later reported that the physician revised the lead. Twos did not seem to be present after the revision. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)